Event description:
In mid-july 2000, the pt was provided with an activx wheelchair and a pair of preproduction elevating leg rests (elr) for evaluation of ease-of-use and functionality. This pt was a bilateral amputee and required transfer aids to move to and from the wheelchair. On august 9, 2000, an adorno rogers technology (a/at) employee was contacted by the case mgr and notified that the pt died in post operation due to heart failure and the chair would be returned. Upon arriving to retrieve the chair, the a/rt rep noted that one of the calf pad bracket pins had broken. The therapist indicated that the pt had fallen and sustained an injury, requiring the surgery from which pt did not recover. She also indicated that pt might have fallen while mis-using the elr as a transfer device to move from wheelchair to the bed.